Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument did not clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue on 8mm medium-large clip applier instrument was observed while loading the clip. The problem on instrument occurred prior to being inserted into the patient as well as prior to clip application. The surgeon was attempting to clamp onto the vessel but, the jaws would not clamp down. The instrument was noted to be swayed to the side. The issue was related to unsuccessful clip application and not associated with clip opening up after closure. Customer was using green colored medium-large clips. The diameter of vessel or tissue bundle was not greater than suggested in the instructions for use. The subjected instrument was used once during the case when incident occurred. Customer used a back-up clip to resolve the issue. Photographic images and/or video clips were not available for isi review.